Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There was no evidence to suggest the device caused or contributed to a serious injury. Updated data: a.4: weight in lbs: b.5: event description b.7: relevant history h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the patient also had a 34mm mitral annuloplasty band. The reason for aortic valve replacement was reported as calcification, mild aortic insufficiency and severe aortic stenosis due to aortic valve endocarditis infection. The patient had been previously hospitalized one month prior, as they also had an active endocarditis infection of their mitral valve. The patient had been taking antibiotic medication for the infective endocarditis. It was further noted that the patient was then admitted to the emergency department (ed) due to swelling in both of their legs up to their waist, and exacerbation of their existing congestive heart failure (chf). A transthoracic echocardiogram (tte) discovered an ejection fraction of 25%, and a positron emission tomography¿computed tomography (pet-CT) also discovered aortic valve endocarditis. A coronary artery bypass graft (CABG) procedure and mitral valve repair with chordal reconstruction due to mild mitral regurgitation in the setting of infective endocarditis was also performed concomitantly during this aortic valve replacement. Vegetation was present on the mitral valve. The mitral annuloplasty band remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported 2 years and 11 months post implant of this 23mm aortic bioprosthetic valve, it was explanted and replaced with a 23mm aortic bioprosthetic valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.